Event description:
It was reported that a spectrum pump stopped during infusion without user input. It was also reported there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation. If the device is returned, a supplemental report will be submitted.